Manufacturer narrative:
A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requir ements and released according to established procedures. The manufacturing site received fifty-one unpackaged samples, which arrived in three separate bags with this customer report. A complete investigation was performed. Visual inspection to the quality inspec tion standard was conducted. The bags consisted of syringes with shadow print and broken graduation lines, a broken plunger thumb rest, and a broken barrel luer skirt. The reported issue is confirmed. A definitive root cause was not determined, but potential contributing factors to the broken or damaged syringes include, but are not limited to: when clearing parts that have jammed into a station work holder in the assembly machine, damaged part or parts may have which inadvertently fallen into the bulk tote box if the jam was near the bulk packaging chute. If parts start to jam in a station work but works itself free before causing the assembly machine to stop, to be cleared by an operator it is possible a damaged part could possibly get into the box of bulk item production. A definitive root cause was not determined, but potential contributing factors to the smeared print [shadow print] include, but are not limited to: the printer pad may have become loosened, allowing a slight slippage causing shadow print during ink transfer onto the barrel. During the course of continuous printing, the pad absorbs ink and begins to swell, which can cause shadow print. There are procedures in place which require replacement of the pad each shift. A formal corrective/preventative action is not dee med necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states issues with damage (looks like melted resin), yellowing resin and blurred print. Upon inspection at the manufacturing site, the samples also contained syringes with broken luer skirts.